Manufacturer narrative:
The actual sample was returned for evaluation one used sample without original packaging was received. Visual evaluation noted brown buildup inside the molded head, and extending down the tubing to approximately the 2cm depth marker. The balloon exhibits an axial burst, extending from the base of the proximal collar to the base of the distal collar. The edges of the burst are smooth. Under magnification, no obvious damage or defect was observed on the material that would identify a potential point of origin for the burst. The complaint is confirmed with unknown root cause. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the trans-jejunal enteral feeding tube balloon burst. The event occurred between 15-30 days of use. There was no reported patient injury. No additional information was provided in regards to the patient's status.